Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2006428. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, a picture of the vials used was returned. However, neither a physical sample nor a picture sample displaying the bd product was returned for evaluation by our quality engineer team. As no pictures or samples were returned in regards to the reported defect of leakage, a thorough sample evaluation could not be completed. With the limited information provided, a cause related to the manufacturing process cannot be established.

Event description:
It was reported that the bd flu+¿ syringe had issues with volumetric accuracy where 1ml of moderna vaccine was left in the vial after the max number of doses were withdrawn. Additionally, the vaccine leaked past the syringe plunger during use. The following information was provided by the initial reporter: "variation in doses being taken from moderna vaccine for booster program. Varies from 18 -20 x 0.25ml doses. We have seen as much as 1ml left in vial after the max 20 doses removed. We had a variation since the start of the project on the number of primary doses (0.5ml) removed from the vial, we see 10-12 doses removed and an average of 11 doses, so this is not unexpected. + vaccine leaked around the plunger bung".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe had issues with volumetric accuracy where 1ml of moderna vaccine was left in the vial after the max number of doses were withdrawn. Additionally, the vaccine leaked past the syringe plunger during use. The following information was provided by the initial reporter: "variation in doses being taken from moderna vaccine for booster program. Varies from 18 -20 x 0.25ml doses. We have seen as much as 1ml left in vial after the max 20 doses removed. We had a variation since the start of the project on the number of primary doses (0.5ml) removed from the vial, we see 10-12 doses removed and an average of 11 doses, so this is not unexpected. + vaccine leaked around the plunger bung".

Event description:
It was reported that the bd flu+¿ syringe had issues with volumetric accuracy where 1ml of moderna vaccine was left in the vial after the max number of doses were withdrawn. Additionally, the vaccine leaked past the syringe plunger during use. The following information was provided by the initial reporter: "variation in doses being taken from moderna vaccine for booster program. Varies from 18 -20 x 0.25ml doses. We have seen as much as 1ml left in vial after the max 20 doses removed. We had a variation since the start of the project on the number of primary doses (0.5ml) removed from the vial, we see 10-12 doses removed and an average of 11 doses, so this is not unexpected. + vaccine leaked around the plunger bung".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.